Event description:
It was reported following removal of this dialysis catheter, the cuff detached and remained in the pt's subcutaneous tissue. No attempts were made to retrieve the detached cuff. The device has not been rec'd for eval. Therefore, no failure analysis is available. A lot search was performed and revealed no other complaints to date on this lot number. The co's attempts to obtain further info regarding the circumstances surrounding this event were unsuccessful. Should further details becomes available, a supplemental medwatch report will be forwarded under the appropriate sequence number. Pt anatomy and/or user technique during catheter removal may have contributed to this event. However, co is unable to determine the exact cause for this event.